Event description:
It was reported that the patient had the artificial urinary sphincter removed due to leakage beginning mid last year as the device was not working properly. A new artificial urinary sphincter consisting of a cuff, [ump and balloon were implanted, the physician noted that the device was working and urethral atrophy was the suspected cause of the recurring incontinence.